Manufacturer narrative:
(Exemption number e2015033). (B)(4). The investigation results confirmed that the device has failed due to an external impact to the active electrode. The problems given in the patient report appear to match well with this finding.

Event description:
The patient hit her head while sledding and lost access to sound with the device.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient hit her head while sledding and lost access to sound with the device.